Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: a review of the pump black box showed that the last basal delivery was on (B)(4) 2018. The last delivered bolus was a 24.1u normal bolus on (B)(4) 2018 at 14:18. A replace cartridge alarm was recorded on (B)(4) 2018 at 02:13, followed by manual suspend at 04:20. The pump was manually resumed at 10:46. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The total daily dose values added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors or delivery interruptions occurred during the testing. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring in the 300 mg/dl range over the course of one week. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. This blood glucose level without additional symptoms does not meet animas¿ criteria of a reportable adverse event. No adverse event is being reported in association with this complaint. The reporter alleged the pump was not delivering insulin properly, however, refused to participate in troubleshooting of the pump with animas customer support. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.